Event description:
Pt underwent reconstruction of tumorous cancer to left mandible on an unk date in 2004. Pt was referred to surgeon for recurrence of cancer. Routine x-rays revealed previously implanted plate had broken. It is reported this is not the first broken plate for this pt. No information is available regarding previous broken plate. Pt was returned to the operating room on (B)(6) 2012 for removal of plate and all screws, and was revised to external fixator. Surgeon will perform another reconstruction with another plate in three (3) months.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Visual inspections noted the section of the plate returned has 16 holes. The plate appears to have been cut medially to shorten the length. The plate is broken in one (1) location through the 10th hole in reference to the condylar end of the plate. A pmma like material fills the threads of the 12th hole in reference to the condylar end of the plate. There was significant marring and scratches along the length of the plate. The plate was bent primarily out of plane, the degree and quantity of bends is not determinable. The returned device was unable to be measured dimensionally because it has been bent, implanted and explanted and is no longer in the original form. The material of the plate was able to be verified as matching the specifications. The duration of time that the plate was implanted until breakage is unknown since the breakage was not noticed until a routine examination eight (8) years after implantation. The extent of the original mandible reconstruction and whether a bone graft was utilized is not known. According to locking reconstruction plate technique guide, a bone graft is required to be implanted when a mandible resection is performed. The extent that the patient's co-morbidities, the noted previous plate breakage and the reoccurrence of cancer, contributed this complaint is not known. In addition the dietary restrictions of the patient are unknown so identifying the bite forces applied to the plate is not possible. The risk assessment does not adequately address post-operative plate breakage and will be revised. The manufacturing records were reviewed and no complaint related issues were found.